Manufacturer narrative:
Reporter occupation - rn - administrator/supervisor. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intro-aortic balloon (iab) therapy, the iab unfurled, inflated and deflated several times and then stayed inflated and would not deflate. The pump alarmed autofill failure. The team was able to disconnect the balloon from the pump to deflate it. They removed the balloon and replaced it with another iab. The replacement balloon worked without issue. There was no reported injury or adverse event to the patient.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The stopcock was also returned. Three catheter tubing kinks were observed at approximately 34.3cm, 72.6cm & 75.9cm from the iab tip. An additional inner lumen kink was also observed within the membrane at approximately 6.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. While attempting to clear an inner lumen blood occlusion with a laboratory 0.018¿ guidewire, the inner lumen broke at the kink location. Unable to clear occlusion or to perform a cs300 pump complete autofill cycle. The reported event cannot be confirmed by the evaluation. Although a pump test was not able to be performed due to the inner lumen breakage, kinks to the catheter tubing may contribute to pump alarms and difficulty inflating/deflating the iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).